Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device will not recognize the lead and the customer cannot complete the 12 lead. There was no reported patient or user involvement and no adverse patient/user impact.